Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette exhibited a "no message" alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d3: report source: updated. H6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kink, cut or condition that could cause failure mode. Functional testing found based on the no disposable alarm investigation and root cause conduct trough CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. The failure mode could be duplicated in two of the testing pumps, complaint is confirmed. The root cause of the reported issue was found to be manufacturing. As part of in process controls add based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. Action was implemented after manufacturing of lot reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).